Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the submitted log files confirmed brief low flow events that resulted in 1 low flow alarm. The center attributed the low flow events and patient syncope to an outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as no images were submitted and no product was returned for evaluation. The system controller event log file contains data from 24aug2020 at 11:30:33 through 03sep2020 at 09:17:24. Brief low flow events were captured on (B)(6) 2020, resulting in one audible low flow alarm on (B)(6) 2020 at 05:20:25. Calculated average flow ranged from 1.8-2.4 lpm for these events. Calculated average flow ranged from 4.0-4.6 lpm for the events captured in (B)(6) 2020. The pump operated as intended at the set speed. Multiple requests for additional information were sent to the center, including requests for imaging of the outflow graft; however, no further details were provided. The patient remains ongoing on heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13mar2017. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted after 2 syncopal episodes at home. No dizziness or syncopal episodes since admitted. It was reported that 1 low flow alarm noted on (B)(6) 2020 during system controller interrogation. It was reported that patient has significant outflow graft obstruction from likely pannus formation, which transiently led to the aforementioned changes and her syncope. The patient received a transplant which was successful.